Manufacturer narrative:
The referenced ongoing gi bleeding due to arteriovenous malformation was reported on medwatch MFR report #2916596-2018-03414. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of anemia due to ongoing gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the subject presented to the emergency department with symptomatic anemia. Per gastrointestinal consult, it was communicated that the anemia was suspected to be related to ongoing gastrointestinal (gi) blood loss from arteriovenous malformation. The account reported that there were no overt signs of gi bleeding with no melena, hematochezia, or hematemesis. There was no acute indication to repeat the endoscopy and no signs of active bleeding the account detailed that the patient was due for a surveillance colonoscopy and a routine endoscopy. During admission, the patient received 2 units of packed red blood cells (prbc's) over a 24 hour time period. The account reported that the event resolved and the patient was discharged to home. No additional information was provided.

Event description:
On (B)(4) 2019, it was reported the patient experienced melena. The patient was currently taking iron supplements. Inr was therapeutic and hemoglobin was 6.9 but decreased to 6.5. The account reported that warafin and pta blood pressure were held upon admission. The patient had no signs of hemodynically significant or rapid blood loss. While admitted, the patient was given one does of IV iron sucrose and was placed on ppi and octrotide gtt. The patient had a egd that revealed a single bleeding avm in the distal duodenum that responded well to apc. Upon discharge, the patient's hgb was 9.5 and warfarin resumed. The patient received another 4 doses of IV surcose after discharge.